Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and the universal serial bus (usb) port was observed to be damaged. Due to the condition of the device, a data log was unable to be retrieved. The reported event of a hardware error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 to report that the receiver displayed a hardware error on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available.